Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat¿ from heartsine technologies on the 12th june 2012. A visual inspection of the device revealed corrosion on the usb contact collars. This would indicate that the device stored outside of the indicated conditions. Upon receipt, the device was witnessed switching on automatically and multiple manual power-ons of 10-minute duration were observed in the history log between the (B)(6) 2020. During the investigation corrosion was observed on the usb contact collars and a discoloration of tracks was identified within the membrane, which would suggest the breakdown had been due to storage outside of the indicated conditions.the multiple 10-minute timeouts had filled the device memory, resulting in ¿memory full¿ prompts from the (B)(6) 2020. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with the sam 350p model.

Event description:
The pad is turning itself on and announcing full memory alert. There was no patient involved in this event.

Event description:
The pad is turning itself on and announcing full memory alert. There was no patient involved in this event.